Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is giving off excessive heat and the battery is swollen and expanded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.